Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer did not have the pump with them at the time of the report, therefore, troubleshooting could not be performed. The customer did not respond to follow up attempts.